Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, a customer reported 2 positive results (cartridge 85830937 and 85830569) that occurred on (B)(6) 2022 and a negative pcr test on (B)(6) 2022. Customer had symptoms like a cold and was vaccinated.